Event description:
Literature was reviewed regarding "intrathecal baclofen pump failure due to pain-induced autonomic dysreflexia" 2026. The study was regarding a patient implanted with a 40 ml synchromed iii pump in (B)(6) 2025. The pump contained 36 ml of baclofen at 2000 mg/ml at 100 mg/day. At their pump implant, due to abdominal constraints from the patient's urostomy/ostomy, as well as concern for pump flipping related to ehlers-danlos syndrome, the pump was placed in a nonstandard posterolateral flank position over the lower ribs rather than the typical abdominal wall location. Their post-implant period was complicated by a cerebrospinal fluid leak and a lumbar seroma. The patient was later able to be weaned off oral baclofen and intrathecal dose was titrated up to 725 mg/day. Although there was improvement in spasticity, they developed persistent pain at pump site. The pain was presumed to be postoperative and expected to improve over time. However, it persisted for several weeks, and they then began experiencing frequent episodes of their autonomic dysreflexia (ad), characterized by severe hypertension, headache, bradycardia and diaphoresis, leading to multiple hospital visits.during these episodes, their blood pressure increased to as high as 170/90 with a heart rate in the 70s (baseline blood pressure 90/50s). A computed tomography (CT) chest scan was performed which revealed midline paraspinal subcutaneous fluid collection, along the course of the infusion catheter consistent with seroma. Additionally, mild fat stranding/soft tissue inflammation adjacent to the pump was noted. A CT of the head was performed due to increased blood pressure and headache, and it was negative. These episodes were refractory to conservative measures and topical nitroglycerin. They were then prescribed nifedipine 10 mg immediate release to use in combination. The patient used both agents regularly as well as adopting other conservative measures, such as frequent positi onalchanges, wedging, padding, and intermittent use of a binder as tolerated. These strategies reduced episode severity, however, the patient continued to have persistent recurrent ad episodes. Though they maintained good tone control in the bilateral lower extremities, the risk of untreatable ad, likely related to the nonstandard pump position, was deemed to outweigh the benefit. Clinical assessment excluded infectious and other mechanical causes, and multidisciplinary consensus concluded that pain from the nonstandard pump placement was the likely trigger of their ad. Given the frequency of their ad episodes, the patient underwent successful explantation of the pump approximately 1 month after implantation, resolving the episodes. See attached literature article.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: b.3. Please note that this date is based off of the date the article was accepted as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.